Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. During the procedure, prior to release, the right ventricle leadless pacemaker (rvlp) exhibited high capture threshold and low sensing values. After release, the tail end of the rvlp was observed to swing significantly. Retrieval attempt was made, however the swinging motion of the tail made capture difficult. During the retrieval attempt, parameters began to gradually recover and ultimately same rvlp was implanted. Patient condition was stable.